Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific left ventricular (lv) lead exhibited pacing impedance out of range lower than 200 ohms and high capture thresholds. Technical services (ts) provided reprograming options and stated to expect a longevity decrease if the output were to be set higher. Ts also stated that this device had the multisite pacing feature that would allow the lead to be monitor since other vectors could be used meanwhile the generator change happened to further assess this lead. The crt-d and lv lead remain in service. No adverse patient effects were reported.